Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was in use on a patient at the time of event. No adverse event reported.

Event description:
The customer reported that the telemetry device has a speaker malfunction. It is not known if the unit was in telemetry mode or if the speaker is making noise. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.